Event description:
This MDR is for an unknown number of seals out of unknown number of market unit / box with unknown batch number. The end user used the seals for about an year and reported an event due to her acidic output, that led to the swelling of seals too much, that further covered her stoma opening. She used cotton swabs to clean the stoma. There was no report of seals keeping output from going into the pouch. The leakage or associated skin irritation was also not reported. She discontinued the use of seals and currently using another company's seal. No photo is available at this time.

Manufacturer narrative:
D4: the part number / model number, lot number information for product unfortunately was unknown. The complainant only stated that eakin cohesive seals were swelling too much and cover her stoma opening. Although eakin cohesive seal product is entered, the customer was unable to provide the exact icc (product reference code). Therefore, the nearest model number has been captured. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; third party manufacturing site: 9681410.